Event description:
It was reported that the patient presented with spinal canal stenosis at l2-3, recurrent stenosis at l3-4 and degenerative spondylolisthesis at l2-3 and l3-4. The patient underwent surgical procedure consisting of decompression revision at l3-4, decompression of laminectomy at l2-3, and posterior fusion from l2 to l4 using tsrh instrumentation, spinal cord monitoring, rhbmp-2/acs, mastergraft and local bone graft. The bmp was placed over the transverse processes. A mild dural tear occurred during surgery. No further details were provided. The patient's last follow up exam was performed at 24 months.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA (B)(4) was first notified of these events on the 24th of july 2013."